Manufacturer narrative:
(B)(4) - inflammation. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a recurrent, laparoscopic, inguinal hernia repair procedure on (B)(6) 2010, and mesh was used. Post-operatively on (B)(6) 2010, the pt had developed inflammation. Non steroid anti-inflammatory medication was given. The inflammation was resolved by (B)(6) 2010.